Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the restenosis of an arteriovenous fistula (avf) located in the upper extremity with moderate tortuosity that was 80% stenosed. The 5 mm x 40mm armada 35 balloon dilatation catheter (bdc) crossed the lesion without resistance and was successfully inflated; however, it was unable to be deflated after holding negative pressure for 30 seconds. It was reported that deflation was attempted 5 times. Resistance was felt as the bdc was removed from the patient forcefully. No replacement bdc was required and the procedure was successfully completed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed and the reported difficult to remove was not confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational circumstances as it is likely that inadvertent mishandling of the device caused a kink on the shaft during procedure which contributed to the reported deflation issue and subsequent difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.